Manufacturer narrative:
The company service representative examined the system and was able to replicate the reported event. The hard drive was nonconforming and was replaced. The system was then tested and met all product specifications. The system was manufactured on january 25, 2012. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the nonconforming hard drive. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that before cataract surgery, the system froze after the boot up process then, shut down on its own. Surgery was initiated using a different system.